Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an alarm (alarm 19) occurred during the load sequence. A new cartridge was successfully loaded resolving the alarm. Customer's blood glucose level was 60 mg/dl.